Event description:
It was reported that during the implant of an upgrade device, two new atrial leads were unable to be implanted due to 'malfunction'. Leads not used. Upon follow-up, it was reported that there was no malfunction in the leads. Due to the patient's anatomy and other patient difficulties, the leads could not be implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. Evaluation summary (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.